Event description:
Patient had a pain pump inserted into his shoulder. Upon removal of the pain pump, the catheter was found to be broken off in the pt. The pt required an outpatient procedure to remove the catheter.